Manufacturer narrative:
(B) (4).

Event description:
When stimulation was turned on following a revision which went fine (see MFR report #30042009178201003058) the pt felt funny/weak. The stimulation was turned off. The pt was again seen by the doctor. Impedances were again >4000 on all pairs. The pt had limited therapy relief because he was afraid to increase the stimulation any higher. The pt was still dyskinetic. The left side (right body) was fine. There were no falls/trauma. No pt treatment or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.